Event description:
It was reported that a high impedance warning was observed upon interrogation of the patient's vns. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date, corrected data: initial report inadvertently listed "na" instead of "ni".

Event description:
Follow up with the physician's office revealed that the patient's vns was programmed off. X-rays were performed, but have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date.